Manufacturer narrative:
Additional product component: model number/catalog number: 7240098 and 72400024; serial number: null and null; batch/lot number: 485199018 and 484112008; model/catalog description: control pump fgs and balloon fgs 61-70cm.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new aus cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.